Manufacturer narrative:
Based on the results of the investigation, and since the reported adhesive falling off/detached issue was not confirmed during evaluation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the cysto-nephro fiberscope had very heavy adhesive wear on sheath rubber, sharp edges and the adhesive was falling off (detached). The issue was observed in a non-clinical setting; there was no patient involvement, and no harm was reported as a result of the event.